Manufacturer narrative:
This complaint will be closed since the requested information has not been provided despite several requests. The complaint will be re-opened if requested part or any new relevant information is received. After the last reminder from (B)(6) 2019 ssu confirmed that the complaint can be closed. Thus the reported failure "unknown error message" occurred during treatment and could not be confirmed. The device was directly involved in the incident. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending. H3 other text : 4119.

Event description:
(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when aditional information becomes available.

Event description:
It was reported from a customer from (B)(6) ¿the doctor at (B)(6) said that the rotaflow console reported an error after replacing the couplant during use, and the doctor could not explain the contents of the error. Error message is unknown. After replacing the spare machine, the patient was not injured. The next day can be turned on normally, and the error cannot be reproduced. (B)(4).